Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to excessive mechanical force by the customer (due to an impact or accidental dropping). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4 device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. Additional information obtained identifies the original serial number ring was lost by the customer so a replacement number was issued locally. Hence, original serial number is unknown. During inspection and testing, the reported issue (blurry image) was confirmed and found to be caused by a damaged lens. In addition to the light guide connector post on main body was missing, service found the lens inside the optical system was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the subject device displayed a blurry/poor image. The reported issue was observed in the beginning of an unspecified therapeutic procedure. The intended procedure was completed using another device with a delay of a few minutes. There was no harm or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the light guide connector post on the main body was missing. This report is being submitted for the malfunction found during device evaluation (missing component).